Event description:
An adverse event was reported for (B)(4) indicating the subject experienced an operative site event for trochanteric crack/fracture. The adverse event was listed as resolved as of 22-apr-2010 with treatment of orif w/bone grafting and synthetic grafting and fixation. Device is still implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.